Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID, date of birth and weight were not provided for reporting. UDI number: (B)(4). (B)(4). Expiration date= na. Lot number = ni. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The incident involves an anonymous female consumer using j&j band-aid brand first aid gauze pads (2x2). On (B)(6) 2018, the consumer¿s mother called to report that her daughter had used the j&j band-aid brand first aid gauze pads within her mouth after wisdom teeth removal. The consumer¿s mother reported that a piece of the product broke off and was stuck within the back of her daughter¿s throat. The consumer¿s mother mentioned her daughter¿s physician is aware of event and an appointment was made for the following day. She did not treat the event. It is unknown if the gauze was removed from the consumer¿s throat or if the situation has otherwise resolved.